Event description:
Customer received a result of hi (greater than 600 mg/dl) on the active system and a result of 71 mg/dl on the aviva system within 10 minutes. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the suspect device used in the active system (lot number 23461432, expiration date 06/30/2014). Reference medwatch report with (B)(6) for the suspect device used in the aviva system.